Event description:
It was reported that the ventilator stopped running and then resumed working with a displayed reset while on a patient. This happened three different times within twenty-four hours. No reported harm to the patient.